Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the contact was able to remove far more air than expected. The contact was able to load a new cartridge and was able to successfully remove the air from the cartridge. There was no impact to the customer's blood glucose level.